Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer had been experiencing both high and low blood glucose. They had spoken to their health care professional and the insulin pump¿s settings had been adjusted. They had been getting no delivery alarms. The customer¿s blood glucose level at the time of the incident was 263 mg/dl. They had also experienced a high blood glucose level of 316 mg/dl. The customer¿s current blood glucose level was 240 mg/dl. The caller stated that the insulin pump was under delivering and over delivering insulin. The customer also mentioned that they had experienced a low blood glucose level of 42 mg/dl. They declined low blood glucose troubleshooting. The device will be replaced and returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomaly noted during testing. The insulin pump failed to vibrate during self test due to broken black wire on vibrator motor. The insulin pump passed the delivery accuracy test. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
The information provided in date of event was incorrect with the initial report. The correct information has been provided with this report.